Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, lymphangioma, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: wege j, anabtawi m, blackwell m a, et al. (January 27, 2021) lymphangioma formation following hyaluronic acid injection for lip augmentation. Cureus 13(1): e12929. Doi 10.7759/cureus.12929.

Event description:
This literature report from (B)(6) concerns a(B)(6) female patient. She was injected with hyaluronic acid, into both her upper and lower lips, for lip augmentation. Her medical and social history were unremarkable, and there was no history of trauma to the facial region. Shortly after the treatment with hyaluronic acid, the patient experienced continuous dryness and tingling in her upper lip. Approximately a year after the hyaluronic acid injection, the patient experienced swelling in her upper lip, which she thought gradually increased in size since the injection. It was unclear whether the swelling was becoming more prominent, or just more obvious due to the degradation of the surrounding hyaluronic acid. Two years prior to referral to the oral and maxillofacial surgery department, the patient had hyaluronidase injections into the upper lip, with no noted improvement. At the oral and maxillofacial surgery department, on examination, the patient had multiple, bilateral, linear, non-tender, and fluctuant swellings in the upper lip. They resembled mucoceles in appearance, although the location of the swellings on the lip did not support that diagnosis. The position of the swellings coincided with the lines of injection of the hyaluronic acid filler. Clinical photographs were taken, three separate lumps were seen on the border of the upper lip, disrupting the smile line. Arrangements were made for excision of the swellings. Excision of the lesions were performed without a complication, involving longitudinal incisions on the labial aspect of the upper lip. Five submucosal swellings were identified, dissected, and removed. The deep aspect of the swellings was found to diffusely infiltrate into the underlying orbicularis oris muscle, with no clear plane of excision. The excised tissue was then sent for histopathological analysis. The histopathology report documented five pieces of tissue, the largest measuring 11 mm in diameter. The main pathologic feature was variably ectatic lacunae within the connective tissue and between muscle fascicles. Histology slides with haematoxylin and eosin staining, on low magnification, showed multiple, variable-sized, vacant-appearing lymphatic lacunae present in the connective tissue. On high magnification, they showed that the endothelial lining with one lacuna was apparent. With immunohistochemistry staining, the lacuna lining cells were marked for cd34, with scattered macrophages and cd68 expression in the interstices. The presence of cd34, which was a lymph-vascular-endothelial marker, led to the diagnosis of lymphangioma. On the follow-up visit at 14 months, the surgical site healed well with an excellent cosmetic result. There were no signs of further swellings. The pre-operative dryness and tingling fully improved after surgery. No residual lumps or scars were seen on the smile. There was very slight scarring along the wet and dry junction of the upper lip, with no residual lumps visible, on the surgical site. Due to the provided information, the outcome of the event was considered as resolved. As reported, surgical intervention was required to resolve the complication and rule out other pathology. In the opinion of the authors, the hyaluronic acid injections interfered with the normal lymphatic drainage mechanism within the upper lip and caused a blockage or reduction in lymphatic drainage leading to the development of the ecstatic lymphatic lacunae. Lymphangioma after lip filler injection was a diagnosis of exclusion as lumps in the lips were likely to be of other causes and were self-limiting. Another peculiarity in the patient that led to the consideration of other diagnoses was the considerable length of time that the lesions remained present without resolution. Those swellings typically present soon after the injections, not a year later. The prolonged time frame led to the consideration of other diagnoses not caused by the filler injection, with mucoceles and minor salivary gland tumors being some of the most common differential diagnoses of labial swellings. Given a common differential diagnosis of labial swellings were minor salivary tumors, excision for histological examination was advised to rule out a neoplastic disease. Although the lymphangiomatous lesions described were harmless, the appearance caused by lumps such as these had the possibility to cause significant psychological distress, and in the patient, led to a change in the patients behavior and a reduction in social activity. Despite the complication described, lip fillers remained a usually safe treatment with limited adverse reactions.